Manufacturer narrative:
Correction: medical device problem code corrected. Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated due to the reported event of a no external power alarm. The log files captured no external power alarms on 27jul2025 and on 04aug2025 while the mpu was in use. These alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased leading up to the alarms. The alarms did not affect pump operation and resolved within a few seconds of activation when power was restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that these alarms were caused by brief power outages at the patient¿s home, and there were no functional issues reported with the mpu. The root cause of the reported event was not correlated to an issue with the mpu. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There was a brief loss of power to the house which would have affected ac power at the time of the event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) alarmed for 38 minutes. The green circle on the system controller was red, so the patient exchanged the controller. Log files from before and after the controller exchange were sent for review. On the original controller, the log file captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. A driveline disconnect was noted at 10:05 pm on (B)(6) 2025. Prior to the disconnect, the log captured several low power alarms from 6:46 pm to 10:05 pm that appeared to be due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. Log files post exchange captured a loss of power to the mpu on (B)(6) 2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. The log did not show any alarms from (B)(6) 2025 apart from power cable disconnects due to power source exchanges. The controller appeared to have been changed on (B)(6) 2025. There were no other unusual events recorded in the log file event history. The mcs equipment had operated as intended.